Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1134 blower speed error message. It was reported there was no patient involvement at the time the issue was discovered. A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer verbally confirmed that the repair will be done inhouse. A clinical engineering department" will handle the service call/incident. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.